Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. An internal blood leak occurred. Test strips were not used; the blood was visible. Estimate blood loss was 275 ml's. There were no adverse effects felt by the pt. Sample is available.

Manufacturer narrative:
The investigation is ongoing. At the completion of the investigation, a supplemental MDR will be filed.